Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak on the device. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had not shown an image. The event had occurred during set up and inspection for use. There were no reports of patient involvement.